Event description:
On (B)(6) 2012 at (B)(6), it was reported that the arterial filter quart 00175 leaked during priming and was replaced. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Per the final statement to the complaint letter dated april 17, 2011 leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover. Such leakages would be clearly detected in the 100% function test in production, however it is possible that the leak could appear later on due to inner stress in the material. (B)(4).